Manufacturer narrative:
Due to character restrictions, e1 phone# is (B)(6). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse determined that the ECG connection cable of the device was defective and that they must be replaced with new ones. It was then stated that the hospital informed that it will not buy the cable this year. So, the fault was closed. It was also stated that the unit was in use and working without any problems.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
I was reported during routine control, the cs300 intra-aortic balloon pump (iabp) cable was found to be damaged (broken) by the user. The patient is not connected. There was no patient harm or injury reported.